Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(6) alleging that their onetouch select simple meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based the customer service representative (csr) documentation. The alleged inaccuracy occurred 3-4 days prior to the alert date of (B)(6) 2016. At this time the patient was observed to have been ¿foaming at the mouth¿, so immediately had their blood glucose checked on the subject meter with a result of ¿157mg/dl¿ being obtained. The patient manages their diabetes by taking 4 units of insulin-mixtard twice per day, an ¿ecsoprin¿ tablet at night as well as another unspecified oral diabetes medication. The patient¿s caretaker did not take any immediate action in response to the patient¿s symptom, but a few minutes later the patient was described to have started ¿fainting¿, so the caretaker called the patient¿s doctor. The patient¿s doctor arrived and measured the patient¿s blood glucose on their meter and a result of ¿39mg/dl¿ was obtained. In response to this the patient was given IV glucose by the doctor and was observed to have got better within 15 minutes of receiving this treatment. Since this event the patient has had their daily diabetes regimen altered so they are now only taking oral medications for diabetes, not insulin. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have any control solution available to walk through a retest. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient developed symptoms indicative of serious hypoglycemia. It cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior the onset of these symptoms.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.